Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an evaluation of this left ventricular (lv) lead was performed. Analysis could not confirm the allegation. A wire was passed through the lead with no issues noted.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to wire was getting stuck in lead. This lv lead was never in service. No adverse patient effects were reported.